Manufacturer narrative:
During the catheter evaluation, the catheter functioned as intended, there was no device malfunction. Visual examination of the returned catheter was performed. No physical damage to the catheter was found. Noticed blood residues on the balloons, which is a normal observation for the catheters used for patient treatment. The balloons were examined and there were no tears, balloon bond detachment or rupture noted. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device, the balloons fully inflated when pressurized up to 100 psi without any issues. The balloons did not leak during inflation and deflation. No leak was observed. All lumens flushed as intended. It is unknown if the patient was in a high-risk category for dvt. The dwell time of the catheter was not specified, however, per quattro intravascular heat exchange catheter (custom luer) instructions for use: "patients at risk for disturbances of their clotting or coagulation function should be closely monitored during hypothermia." "The quattro catheter blood contact surfaces (tip, balloon, and shaft) are anti-thrombotic applause heparin treated." Only limited information was reported. Customer did not report if the patient did receive or not any dvt prophylaxis. Event of dvt was assessed as not serious because intervention for the event was not reported. Event assessed as possibly related to the quattro catheter due to relevant location of dvt. Dwell time, which could contribute to development of dvt not reported. Dvt can occur with usage of venous catchers of any kind. It was shown that intravascular temperature management does not increase the rate of catheter-related dvt (zoll white paper). At the same time, itvm usually implemented to treat patient in a critical clinical condition. The patient's clinical condition of probably contributed in development of dvt.

Event description:
The customer reported that a dvt was discovered in the same leg as the placement of the quattro catheter (lot # 153696). No additional information was available. The patient's status information was requested but the customer did not provide a response, therefore the patient's status is unknown.

Manufacturer narrative:
During the catheter evaluation, the catheter functioned as intended, there was no device malfunction. Visual examination of the returned catheter was performed. No physical damage to the catheter was found. Noticed blood residues on the balloons, which is a normal observation for the catheters used for patient treatment. The balloons were examined and there were no tears, balloon bond detachment or rupture noted. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device, the balloons fully inflated when pressurized up to 100 psi without any issues. The balloons did not leak during inflation and deflation. No leak was observed. All lumens flushed as intended. Event of dvt was assessed as not serious because the patient did not have any symptoms, dvt was identified by ultrasound per hospital protocol and no intervention for the event was performed. Event assessed as possibly related to the quattro catheter due to relevant location of dvt. Dwell time, which could contribute to development of dvt not reported. Dvt can occur with usage of venous catchers of any kind. It was shown that intravascular temperature management does not increase the rate of catheter-related dvt (zoll white paper). At the same time, itvm usually implemented to treat patient in a critical clinical condition. The patient's clinical condition of probably contributed in development of dvt.

Event description:
The customer reported that a dvt was discovered in the same leg as the placement of the quattro catheter (lot # 153696). The patient had no clinical symptoms of dvt. The physician did a random ultrasound of the line and found the dvt. No consequences or impact to patient.